Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 584 mg/dl. The customer was treated for high blood glucose with insulin pen. The customer stated that there was a 911 call for their high blood glucose. The customer's blood glucose at time of 911 call was 1440 mg/dl. The customer was experiencing symptoms of excessive vomiting, high level of keytons and throwing up. The customer stated that blood glucose was stabilized until he was able to eat again. The troubleshooting was stopped because the customer pump battery is dead and he is waiting for his wife to get home with new batteries. The customer will back to complete the troubleshooting. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 584 mg/dl. The customer was treated with 15u with pen. The customer called was disconnected.